Manufacturer narrative:
Device 6 of 20. Common device name: catheter, urethral. Procode: gbm. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "the stand is not in front of the mark on the bucket. It is deviated by a quarter from the axis of the mark on the bucket on 20 cathéter". Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
17 samples were received: 16 samples in unopen and one was in open peelpack. All samples were tested by using laser measuring device. 16 samples did not meet test requirements. The catheter tip bent was not aligned with tiemann indicator on the connector. Tip/funnel alignment should be within tolerance ± 45 ° in both directions according to drawing 60099-b. Test method tm -422. Batch record review was conducted resulting in following: whole production and packaging process has been done in compliance with (B)(4) male coude (tiemann) catheters ¿ gentlecath low-friction. Urinary catheter in question was manufactured under subassembly lot # 1h01353 on machine a097 on august 14-15 2021 in accordance to the process instructions g805311 . According to the process instructions g805311 the position of connector indicator against bent tip of catheter is checked by technician during order set up- 2pcs from each moulding station and visual inspection with focus on tiemman indicator position was carried out by operators at the beginning of each shift according to tm-422. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lots .the batch record review indicates no discrepancies. Log book was reviewed and no record related to the issue was found. Machine a097 is equipped by vision system. The key point for installation and setting vision system is to provide a control of all catheters focus on catheters failure : eyelet no punch; hangnail left in eyelets; position of connector indicator and bent tip of catheter. Vision system has to reject every catheter with at least of one failures mentioned above. Validation of the position of tiemann indicator was in scope ccr-01239. Ccr-01239 was sign on december 19th 2019. Lot in question was produced after validation of the camera. Because the defect reported was confirmed on the received samples within complaint (B)(4) the investigation process has been started under related event (B)(4) to find out a root cause. Investigation within related event (B)(4) has been carried out and completed. Root cause was identified and solution set up. Investigation conclusion is that the most significant influence of on catheter twisting has the shape memory gained during winding of the tube on the bobbin after extrusion in combination with ability and disability of catheter tube to relax during further processes and after catheter packing. Recommendation is to assess the change of the process the way that catheters would be cut after extrusion and pre-cut introduced to conversion process in order to avoid bobbin related shape gain and to allow relaxation of tube prior to catheter conversion. This however may be long term solution. As short-term solution, for gc air for men product primarily, recommendation is to introduce sorting of bulk gc low-friction catheters coming in the process of coiling the way that only the catheters with aligned bobbin shape coil and tiemann tip/funnel indicator will be used for this production. The rest of the catheters should be used for production of gc glide catheters where pre-coil of the catheters does not increase the risk of catheter twisting. Tightening of tolerances for inspection of tiemann tip catheters by high-speed vision system is also recommended. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.